Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code ¿ ni, expiration date ¿ ni, manufacture date ¿ ni.

Event description:
During a wrist procedure, the surgeon had difficulty with inserting screws in the fixation plate and removed the plate from the patient.